Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/20/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: needle analysis: further analysis of the needle was performed to assess the broken area. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.the needle breakage was confirmed. Based on the information currently available, the needle breakage was identified during the investigation of the sample received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: the product was returned for evaluation. Visual analysis of the returned sample determined that one broken needle at the swage part of product code z304 was received. Marks on the swage area and suture due to use of the surgical instrument were observed. Additional evaluation is necessary to determine the assignable cause of the breakage needle. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: "procedure name? No further information is available. Was the needle piece(s) retrieved during the same procedure? No further information is available. Was there any additional tissue damage as a result of searching for the needle piece? No further information is available. What is current condition of the patient? No further information is available. What was the size of the needle used? 17mm. Was more than half the needle retained in the patient? No further information is available." To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the needle was broken at the swage part. There were no patient consequences reported. Additional information was requested.